Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 02/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the battery compartment was cracked. Unrelated to these issues, the lens film was scratched. (B)(6).